Event description:
Customer reported a passport 2 monitor displayed inaccurate spo2 and p-wave data. No pt injury was reported.

Manufacturer narrative:
Mindray service rep exchanged the spo2 assembly.